Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using purewick female external catheter more than normal due to urinary tract infection that they had been suffering for a while. Patient had been using the purewick product for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown. Per follow up via phone on (B)(6) 2022, it was stated that the doctor could not confirm that the urinary tract infection was from the wick. Customer also stated that they were using the wicks and experiencing burning and planned to reach out the provider.

Event description:
It was reported that the patient was using purewick female external catheter more than normal due to urinary tract infection that they had been suffering for a while. Patient had been using the purewick product for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown. Per follow up via phone on 09-nov-2022, it was stated that the doctor could not confirm that the urinary tract infection was from the wick. Customer also stated that they were using the wicks and experiencing burning and planned to reach out the provider.

Manufacturer narrative:
The reported event was inconclusive, due to a lack of information. A potential root causes include inadequate material selection/materials of construction are not biocompatible/material surface is rough, abrasive or uncomfortable. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter it also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.